Manufacturer narrative:
(B)(4). (Corneal scarring, myopia, astigmatism). Reference manufacturing report (mr) number: mr# 3006695864-2012-00073 for related report, laser system. Evaluation: the returned patient interface (pi) was sent to the manufacturing facility for visual, functional, and dimensional testing. The results of the inspection were that the cone was found to be out of specifications for cone height, and parallelism. The product did not meet the acceptance criteria. Although the patient interface was determined to be out of specs, it could not be confirmed that the patient interface was the cause of the patient injury because it has been used and handled. Manufacturing record review shows that the product was manufactured according to specifications. No non-conformances were documented. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.

Event description:
The intralase laser, in conjunction with the intralase patient interface, was used to create corneal flaps for ilasik on both eyes (ou). The procedure was completed for the right eye (od) without incident. The surgeon experienced an uneven stromal bed on the left eye (os) and aborted the procedure. The patient post-operative (post op) data was submitted as follows: post op notes: 1 day visual acuities: od 20/25+3 without correction, os (bandage contact lens) manifest refraction visual acuity 20/40+1. Post op 2 days out: od 20/20-1 without correction, os bandage contact lens 20/40 (no manifest performed on day 2). Post op 20 days out: od without correction 20/15-1. Os without correction 20/200 and with manifest refraction os 20/20-2. It was reported that the patient is more myopic than prior to procedure and has irregular astigmatism. On (B)(6), 2012, it was reported that there is no plan to reschedule the patient for treatment. The patient is doing well with monovision having the od eye already corrected for distance and os for near.

Manufacturer narrative:
During a review of the case it was noticed by the analyst there was a mistake. The correct date is (B)(6) 2012, instead of (B)(6) 2012. Sentence should read as follows: on (B)(6) 2012, it was reported that there is no plan to reschedule the patient for treatment.